Event description:
It was reported that the patient and patient¿s daughter requested assistance during a supply change for a continuous delivery infusion set when the daughter inadvertently began filling the tubing before connecting to the pump; the agent guided them to restart the supply change correctly, after which insulin delivery was resumed. Symptoms included no changes in blood glucose. Outcomes included successful completion of the supply change without clinical impact or hospitalization. Investigation included customer service troubleshooting and user education conducted remotely. Investigation of this case revealed user handling error during the supply change, with no device malfunction identified and normal function restored after correct setup. It was concluded, based on previously established findings for similar reports, that the cause was user error during use.